Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to low blood glucose. The customer also reported having seizures at the time of admittance. The customer's most recent glucose reading was 230mg/dl. The customer stated that she was treated in the emergency room for low glucose with a meal. It was stated that the customer was connected during rewind and prime. No further information was provided.